Manufacturer narrative:
The results of this investigation indicated the valve met abbott specifications as supported by the valve's device history record and the analysis performed. Hydrodynamic testing upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet function and hemodynamic performance. There was no evidence to suggest that there was an intrinsic defect in the valve. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2017, a 19mm masters series valve was implanted in the aortic position. On (B)(6) 2017, the gradient was reported to have increased so the patient was kept for observation. An echo showed one leaflet was not functioning properly. A redo surgery was performed and a 19mm sjm mechanical heart valve was implanted.